Manufacturer narrative:
The cause for the increase advia centaur ipth results when compared to another manufacturer's pth test method is unknown. The instruction for use (IFU) intended use states the following: " for in vitro diagnostics use in the quantitative determination of intact parathyroid hormone (pth) in edta plasma or serum using the advia centaur and advia centaur and advia centaur xp systems. This assay is intended to be used to aid the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instructions for use (IFU) limitation section states the following: " interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestation even when used in conjunction with calcium values." No conclusion can be drawn.

Event description:
Elevated advia centaur ipth test results were obtained by the customer over time when performing patient post-parathyroidectomy ipth monitoring after surgery (3 years ago). The results are considered discordant when compared to another manufacturer's pth test method. There was no known report of patient treatment being altered or adverse health consequences due to the elevated advia centaur ipth test results.